Event description:
Customer reportedly received the following results on the aviva meter system within 10 minutes: hi (greater than 600 mg/dl) and 67 mg/dl. Customer felt low blood glucose symptoms about 2 hours later, and her blood glucose reading at that time was 46 mg/dl. She was admitted to the hospital, and her blood glucose reading at the hospital was 39 mg/dl. She was treated with glucose IV and released; her blood glucose reading upon release was 121 mg/dl. Requested return of suspect device and replacement was sent. New test strips will not be sent, as the customer has purchased new strips recently. Customer no longer has test strips used in events described above.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.